Event description:
During a breast biopsy procedure, the tip of the device sheared off. The physician was able to retrieve the tip with the forceps and complete the case with no consequence to the patient.